Event description:
Additional information was received that the device was successfully reprogrammed to resolve the event.

Event description:
During remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.